Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged. It could not be conclusively determined if the cannula was dislodged from the insertion site. An 0x6a hazard alarm, indicating an occlusion, was generated during the pod¿s operation. A timeout was noted in the data. A root cause for the alarm could not be determined. The threads on the lead screw appeared worn and rough. The edges of the threads were dull. It could not be determined when this damage occurred or if this contributed to the alarm.

Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula dislodged from the infusion site while worn on the patient's abdomen for between 4 and 24 hours. The patient's blood glucose (bg) rose to 22 mmol/l (396 mg/dl). In order to treat the high bg, an insulin pen was administered. The patient's bg history is as follows: time: 3:00 am, bg (mmol/l): 19, (mg/dl): 342; 3:30 am, 21, 378; 5:00 am, 14, 252; 6:00 am, 10, 180.